Event description:
The user's audiologist reported difficulties were encountered during first fitting. The surgery report indicated that the surgeon faced resistance and was unable to advance the electrode, consequently leaving a few electrodes extra-cochlear. The user mentioned that magnet retention was satisfactory, but it was noted that the magnet strength was stronger than the opposite ear. Efforts were made to mitigate this by adding an index card, yet the coupling check still produced an error, and impedances remained unchanged.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the device investigation shows damage to the active electrode, which is typical for occurring during surgical intervention e.g. Implantation surgery. No other damages have been identified which could explain the reported problem. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery. In addition a complete insertion was not achieved with one channel remaining extra-cochlear. Further, as per device explantation report form one channel migrated post-operatively out of cochlea. The reported problems match with the findings during device investigation. This is a final report.

Event description:
The user's audiologist reported difficulties were encountered during first fitting. The surgery report indicated that the surgeon faced resistance and was unable to advance the electrode, consequently leaving a few electrodes extra-cochlear. The user mentioned that magnet retention was satisfactory, but it was noted that the magnet strength was stronger than the opposite ear. Efforts were made to mitigate this by adding an index card, yet the coupling check still produced an error, and impedances remained unchanged. Reactivation showed that the user had inaudibility and no loudness growth on channels 4, 5, 6, 7, and 9. Channels 4, 5, 6, 7, 9, and 12 were deactivated. After going live, the user noted there was no clarity of any sound compared to her implanted ear, and sounds were "echo-y". Aud provided her with the one program to wear for a week with auditory rehab to be completed. The user has been re-implanted. 2 channels were found extra cochlear at explantation.